Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was partially fired with twenty clips remaining in the channel. There was no clip loaded in the jaw. The ratchet function was not engaged. The distal end of the channel cover was intact. The jaws appeared to be co-planar. Functionally, the instrument was first test fired once in air so that the clip formation could be observed. The remaining clips were fired properly on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and return to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. The instrument was disassembled to reveal damage to the ratchet system. It was reported that the clips were not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the firing stroke is not completed and the handles opened with the ratchet function on during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the handles are squeezed together firmly as far as they will go. Failure to squeeze then handles completely can result in clip malformation and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open liver resection, while ligating the vessels, the clip was not loading properly. A new product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.